Event description:
It was reported that a shaft break occurred. A 3.00mm x 12mm liberté stent was selected to treat the lesion. While attempting to remove the stent protector, the proximal catheter shaft became broken. The procedure was completed with another of the same device. The patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) was stent and a shelf box, product pouch, carrier tube (hoop), product mandrel and protective tubing. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The batch number on the returned device and packaging matched the reported batch number. The balloon was tightly folded and the stent was secured on the balloon between the markerbands. There was a complete hypotube separation 28.5cm from the strain relief. The fracture faces had material exposed and were oval shaped, as if kinked prior to separation. There were multiple hypotube kinks and the distal tip wad damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00mm x 12mm liberte¿ stent was selected to treat the lesion. While attempting to remove the stent protector, the proximal catheter shaft became broken. The procedure was completed with another of the same device. The patient's status is stable.